Event description:
It was reported that one month fifteen days post a port placement, there was allegedly no blood return and the patient experienced swelling and pain after saline flush. It was also reported that the port allegedly leaked. It was further reported that the port was allegedly found to be ruptured under x-ray examination. Reportedly, the port and the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted to the distal end of the attached catheter and the proximal end of the distal catheter segment. The edges of the complete compound break were noted to be uneven. The surface was noted to be granular. Aspiration was attempted and was successful. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified wear and deformation issue. However the investigation is inconclusive for the reported suction issue as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month fifteen days post a port placement, there was allegedly no blood return and the patient experienced swelling and pain after saline flush. It was also reported that the port allegedly leaked. It was further reported that the port was allegedly found to be ruptured under x-ray examination. Reportedly, the port and the catheter was removed. There was no reported patient injury.